Manufacturer narrative:
B3 date of event was updated as it was reported incorrectly on the initial report that was submitted. B5 additional information was received. D4 catalog number was revised. H6 medical device problem code was changed from a040601 to a0207 due to new information received.

Event description:
Additional information was received. According to the clinical representative, the guidewire was found to be bent when it was taken out of the box.

Event description:
It was reported that the tip of the guidewire was kinked during impella implantation. A new guidewire was used to complete the procedure. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.